Manufacturer narrative:
Batch review performed on 10 (B)(6) 2020: lot 1905536: (B)(4) items manufactured and released on 11-dic-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event.

Event description:
The post-op x-rays taken after surgery indicated that the stem was undersized. The surgeon decided to operate on the patient again (the same day of primary surgery) and revised the stem size 6 right with a size 7 right and the ceramic head. The surgery was complete successfully.